Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clips were scissored and a piece of the trocar broke off.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed that the instrument was fully fired with the red indicator visible in the window. Functional evaluation could not be performed because the instrument was engaged at the end of firing safety interlock. In addition; please be assured that each tube sub assembly is inspected during manufacturing to confirm full clip complement presence. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.